Manufacturer narrative:
No product was returned; review of photos provided. The investigation determined the most probable cause to be due to assembly error by the customer when connecting the pneumatic tubing during installation, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Unable to complete device history record (DHR) review, job folder could not be found. No previous services. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: d4: UDI number is unknown, no information has been provided to date. G5: no 510k as product not sold in us. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the installation process, when the black inflatable tube was connected to the fuselage, "the red plastic was pressed and pulled out". It was found to be broken and it was not firmly fixed when reinserted. No patient involvement was reported.